Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation. It was found that the patient's right ventricular (rv) lead had dislodged. It was also noted the rv lead exhibited high thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.